Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on the right atrial (ra) lead channel. There was inappropriate mode switches noted. Technical services (ts) could not tell if it was only noise but also true atrial fibrillation (af), then recommended potential reprogramming options for the device. This crt-d remains in service. No adverse patient effects were reported.